Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was hospitalized with diabetic ketoacidosis. It was requested to have a company representative visit the customer and determine the cause of the incident. Blood glucose is unknown. After meeting the customer, the representative found that the infusion set wasn't inserted and the cannula was bent.